Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had only 6 months battery in the past 6 months and recently had 1 year remaining. Boston scientific technical services (ts) discussed that this could be due to a small change in impedance and advised to follow more conservatively on magnet rate or gas gauge. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had only 6 months battery in the past 6 months and recently had 1 year remaining. Boston scientific technical services (ts) discussed that this could be due to a small change in impedance and advised to follow more conservatively on magnet rate or gas gauge. The pacemaker remains in service. No adverse patient effects were reported.